Manufacturer narrative:
This report is submitted on april 21, 2023

Event description:
It was reported that the patient experienced headaches and subsequently an injectable steroid was administered on (B)(6) 2018. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
This report is filed on december 20, 2018.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery. This report is filed on november 12, 2018.